Event description:
It was reported that the programmer's radiofrequency programmer head stopped working. It was attempted to be used with an unimplanted heart device and the programmer head did not work. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).